Event description:
While wearing the external equipment, the patient reportedly experienced an overly loud sensation. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was not functioning. Surgery to explant the patient's device has been scheduled.